Event description:
Pt has history of pelvic trauma resulting in posterior urethral disruption and erectile dysfunction in 1990. He had 5 previous penile prosthetics with current device placed in 2005. Per the pt, the device seemed to have failed in (B)(6) 2009 with no history of any genital pain, erythema or tenderness. He simply found that he was no longer able to inflate the device.